Manufacturer narrative:
The MFR did not receive the explanted device for review. The lot numbers were reported and the device history records were reviewed and found to be conforming. The cause for this specific clinical event can not be ascertained from the info that was provided. However there is no indication for a product failure which can be related to the surgery. Should additional info become available and the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the pt received an allofit metal cup on his left hip and underwent revision surgery due to discomfort, infection and pain.